Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). A low battery was reported. The patient used stimulation all the time and had high settings, and still needed to take oral pain medications. At the last appointment the manufacturer¿s representative (rep) told them the ins battery was low. This surprised them as they weren¿t told that by increasing settings would deplete the battery quicker; they thought it would last five years. Paperwork had already been started for the replacement procedure however, the patient was hurting. The patient was directed to their healthcare provider (hcp) to request longevity calculations be performed, and discuss the option of a rechargeable system. The rep. Later reported the patient experienced battery depletion that was ¿unknown.¿ it was unknown if any diagnostic testing or troubleshooting was performed, if the issue was resolved, or what the cause of the issue was. A replacement was required as a result of the event. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. The rep. Later reported that the rep. Was told the patient had good stimulation but head reached elective replacement indicator (eri). The rep. Wasn¿t sure what the date of the eri was. A replacement had not been scheduled yet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the implantable neurostimulator (ins) needed to be replaced due to early battery depletion. The ins had been depleted, had gone very low and it was hardly working at all. Reprogramming was attempted to try to work with it. The leads were also possibly going to be revised. A replacement had not been scheduled yet.

Manufacturer narrative:
(B)(4)